Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was unable to be confirmed. The electrode belt passed all incoming testing. Upon investigation, a cut was found along the pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode (te). The bare wire caused an intermittent short with the dn pca. The intermittent short caused the reported problem. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.